Manufacturer narrative:
G3 correction: the g3 of the previous report should have been oct 18, 2023.

Manufacturer narrative:
The reported event of rv noise was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of header found no anomaly related to the field concern. Electrical and mechanical analysis performed with normal functionality. Sensitivity evaluation found parameters in normal range. No problem detected.

Event description:
Related manufacture reference number: 2017865-2023-42867. It was reported that the patient presented during clinical follow-up. Interrogation noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2023. The pacemaker was also explanted and replaced during the same procedure due to advisory status. The patient was in stable condition.